Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal therapy via an implantable infusion pump. The indication for use was noted as failed back surgery syndrome. On (B)(6) 2015 it was reported that the pump was implanted in (B)(6) 2009 and the second pump was implanted in (B)(6) 2013. On (B)(6) 2016 it was further reported that the first pump was reportedly faulty and was not working properly. It was thus decided to change to a 40 ml pump. Additional information was requested regarding the following missing information: serial numbers, symptoms experienced, troubleshooting, diagnostics, cause, drug/concentration/dose/lot, concomitant medications, medical history, and a resolution. Should additional information become available, a follow-up will be submitted.

Event description:
On (B)(6) 2016 the representative noted the patient could not recall the serial number of the first pump. It remained unknown as to what drug type, concentration, and dose were in the patient's first pump. The patient had no allergies and no chronic conditions. Reportedly the patient was on usual painkillers - voltaren or beta pain. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2016 information was received from the same representative who stated that after just speaking with the patient, the patient now stated that the first pump was not faulty but that he just wanted to replace the 20ml pump with a 40 ml pump. Additional information was requested again for the serial numbers, symptoms experienced, troubleshooting, diagnostics, cause, drug/concentration/dose/lot, concomitant medications, medical history, and device location. Should additional information become available, a follow-up will be submitted.